Event description:
N/a.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213 & 67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) there were 19 additional similar complaint(s) reported for the reported device and the reported lot number. A review of the product complaint trend data was performed for the months of oct-2020 through sep-2021. The review does identify an increasing trend or an adverse trend for three consecutive months for the product family. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period oct-2019 through sep-2021 was reviewed. There was a trigger identified for the review period. The trigger is being addressed under a corrective and preventive action (CAPA) system. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213 & 67): the devices for records (B)(4) were returned to the factory for evaluation on 28sep2021. These devices were returned since related case (B)(4) had issue with peeled; jaw. An investigation was initiated on 11feb2022. All of these devices were returned in its sterilized packaging and were unused . A visual inspection was conducted. There were no signs of clinical use and no evidence of blood was observed on the devices. The heater wires were observed to be intact. The gray silicone insulation was observed to be intact, no visual peeling of gray silicone insulation was observed on either the cold or hot jaw. No visual defects were observed on any of the 19 returned devices. A mechanical inspection was conducted. The toggle was functioning and able to open and close the jaws without any difficulties. The cannula was inspected. The c-ring was observed to be intact, no visual defects were observed. According the specification as per mcv00062885, rev a, hp 3500 devices were inserted into the cannula repeatedly and the devices withstood the 5 insertion and 5 removal cycles. Based on the returned condition of the devices, no failures were confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Two devices failed from lot 25158348. They will not use this lot again. No patient involvement.